Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2p43j, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the device had not worked for over 12-15 months and never fully as prescribed. Patient stated they were never trained how to use the device and never received a call back from the support number. Patient was still waiting for a call back. Their urine and bowel incontinence continues with 8 utis in 2025 after extensive infusion treatment and expense. The cause of the device not working was not from normal battery depletion and was not determined. It was reported the issue was not yet resolved. Patient was planning on having the device removed because the expense, frustration, and poor quality have led to more frustration and stress than they can handle. It protrudes though their muscle and can be detected in swimsuit and leggings. Patient stated at 74 it was just too much. They have an appointment in january to discuss removal.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2p43j, implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was removed on (B)(6) 2026.

Event description:
On 2026-jan-27 additional information was received from the patient. To the patient's knowledge, the device never malfunctioned. The cause was not determined. The patient's issue was that they were never trained, educated, or provided information on how to adjust or use the device. The patient had attempted multiple times to obtain assistance, but never received a call back from the manufacturer. The patient has a pre-op appointment on (B)(6) 2026 to remove the device on 2026-feb-02. The patient stated that they have no other choice or option. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2p43j product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported that the interstim ¿worked in the beginning but stopped a year later.¿ ¿ the patient stated they ¿can see it through their skin and are having a pinprick sensation.¿ the patient states their provider checked it and said that it was "still in the pocket."

Event description:
Additional information was received from the patient. The patient reported their interstim worked, but after a year it stopped working. The patient reported she could see the implant through their skin and was having a sensation that it was "sticking her like needles¿. She stated the doctor who implanted it checked it and said that it was "still in the pocket." He has "turned it" and manipulated it to "put it back" in place. The patient reported that they no longer have the discomfort but feel it is still not working. They can still feel the device vibrating if they changes the modes, but as far as incontinence issues, it is not doing anything. Since the last interaction on november 24, it was also reported that there was a lead issue

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2p43j product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.